Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes inappropriate measured battery data of 1.87v and 2.04v with a battery impedance of <1 kohms.